Event description:
It was reported via repair work order that the caster mount bolt and hardware was stripped. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the caster mount bolt and hardware were stripped with no functional affect on the unit.

Manufacturer narrative:
It was reported that the caster mount bolt and hardware were stripped with no functional affect on the unit. The device was still performing as intended.